Event description:
While inserting peripheral IV's sites on a med/surg floor. There were 2 defective IV 22g. Needles that failed to retract into the safety shield once the catheter was in place. No injury occurred.